Event description:
Dysfunction [joint dysfunction], pain/significant pain [aching (l) knee], significant swelling [swelling of l knee]. Case narrative: based on additional information received on 21-oct-2019, the case initially processed as non-serious upgraded to serious due to events of pain/significant pain and dysfunction assessed as medically significant. This case was linked to cases (B)(4) (cluster cases). Initial information received on 22-jul-2019 from australia regarding an unsolicited valid serious case received from a physician. This case involves a 54 years old female patient who experienced significant swelling (latency: 10-14 days), pain/significant pain (latency: 10-14 days) and dysfunction (latency: unknown), after receiving medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previous injection of synvisc one. No information regarding concomitant medications was provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route at single dose, frequency once (lot- 7rsl047za; expiration date: oct-2020) for left knee oa (osteoarthritis). On an unknown date in (B)(6) 2019, after 10-14 days, patient experienced significant pain (assessed as medically significant). On (B)(6) 2019, 17 days post injection, patient experienced significant swelling. On an unknown date in 2019, after 6 weeks, patient resolved from the events after receiving naproxen (naprosyn) as corrective. On an unknown date in 2019, after unknown latency, patient experienced dysfunction (assessed as medically significant) and recovered from it in 6 weeks after taking naproxen. Action taken: not applicable for all the events. Corrective treatment.: naproxen (naprosyn) for all events. Outcome: recovered for all events. Reporter causality: possibly related. A product technical complaint was initiated on 09-aug-2019 for synvisc one. Batch number: 7rsl047za global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl047za expiration date (2020-10) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl047za no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 13-nov-19 there were 2 complaints on file for lot # 7rsl047z and all related sublots. 1 complaint was on file for lot# 7rsl047za: (1) adverse event report. 1 complaint was on file for lot# 7rsl047zb: (1) adverse event report. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 13-nov-2019. Additional information received on 09-aug-2019 from other healthcare professional. Investigation summary received and ptc results added. Additional information was received on 21-oct-2019 from physician. Therapy date, indication and lot number of suspect added. Additional event of dysfunction added with details. Event verbatim of pain updated to pain/significant pain. The case initially processed as non-serious upgraded to serious due to events of pain/significant pain and dysfunction assessed as medically significant. Clinical course updated. Text amended accordingly. Additional information received on 13-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Dysfunction [joint dysfunction], pain/significant pain [aching (l) knee], significant swelling [swelling of l knee]. Case narrative: based on additional information received on 21-oct-2019, the case initially processed as non-serious upgraded to serious due to events of pain/significant pain and dysfunction assessed as medically significant. This case is linked to cases (B)(4) (cluster cases). Initial information received on 22-jul-2019 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old female patient with who experienced significant swelling, pain/significant pain (latency: 10-14 days) and dysfunction (latency: unknown), after receiving medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had previous injection of synvisc one. No information regarding concomitant medications was provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route at single dose, frequency once (lot- 7rsl047za; expiration date: oct-2020) for left knee oa (osteoarthritis). On an unknown date in (B)(6) 2019, after 10-14 days, patient experienced significant pain (assessed as medically significant). On (B)(6) 2019, 17 days post injection, patient experienced significant swelling. On an unknown date in 2019, after 6 weeks, patient resolved from the events after receiving naproxen (naprosyn) as corrective. On an unknown date in 2019, after unknown latency, patient experienced dysfunction (assessed as medically significant) and recovered from it in 6 weeks after taking naproxen. Action taken: not applicable for all the events. Corrective treatment.: naproxen (naprosyn) for all events. Outcome: recovered for all events. Reporter causality: possibly related. A product technical complaint was initiated on 09-aug-2019 for synvisc one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 09-aug-2019 additional information received on 09-aug-2019. Investigation summary received and ptc results added. Additional information was received on 21-oct-2019 from physician. Therapy date, indication and lot number of suspect added. Additional event of dysfunction added with details. Event verbatim of pain updated to pain/significant pain. The case initially processed as non-serious upgraded to serious due to events of pain/significant pain and dysfunction assessed as medically significant. Clinical course updated. Text amended accordingly.